Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. There was no indication the device manufacturing process contributed to the reported complaint. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis and was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis and was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.